Event description:
It was reported that the procedure was performed in the right carotid artery with moderate tortuosity. A 6french guiding sheath with a tuohy borst was used and the emboshield nav 6 embolic protection system was advanced; however, 2cm of the distal end of the wire was noted to have separated under fluoroscopy. There was no resistance during advancement or removal. The introducer tool was observed not inserted all the way and the separated portion of the wire was found in the tuohy borst which was simply removed. Nothing was left inside the anatomy. Another emboshield nav 6 was used to continue the procedure and a non-abbott stent was implanted which completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the tip separation appears to be due to inadvertent use error. It was reported that the tip separation was a result of the introducer tool not being fully inserted into the tuohy borst, which likely caused the tip to separate during insertion. He emboshield nav6 instruction for use instructs: ¿use the introducer tool provided to pass the loaded rx delivery catheter and barewire filter delivery wire through the hemostasis valve of the guide catheter or sheath¿. In this case, the user is aware of the inadvertent placement of the introducer tool resulting in separation; therefore, a letter will not be requested. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.